Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramps"), allergy to metals ("nickel allergy"), genital haemorrhage ("irregular bleeding/excessive bleeding"), abdominal distension ("swollen abdomen"), chest pain ("chest pain"), fatigue ("fatigue"), nausea ("nausea"), depression ("horrible depression") and malaise ("sickness"). The patient was treated with surgery (hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, back pain, abdominal pain lower, allergy to metals, genital haemorrhage, abdominal distension, chest pain, fatigue, nausea, depression and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, chest pain, depression, fatigue, genital haemorrhage, malaise, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramps"), allergy to metals ("nickel allergy"), genital haemorrhage ("irregular bleeding/excessive bleeding"), abdominal distension ("swollen abdomen"), chest pain ("chest pain"), fatigue ("fatigue"), nausea ("nausea"), depression ("horrible depression") and malaise ("sickness"). The patient was treated with surgery (scheduled hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, back pain, abdominal pain lower, allergy to metals, genital haemorrhage, abdominal distension, chest pain, fatigue, nausea, depression and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, chest pain, depression, fatigue, genital haemorrhage, malaise, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : case upgraded to serious incident. Reporter added. Events added - sickness and depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.